Event description:
Customer reportedly received results of 374 mg/dl and 16 mg/dl within 10 minutes on the compact system two days ago. No symptoms reported with these results. No action taken based on device results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.